Event description:
A battery life calculation was performed which showed 4.59 years remaining until eri=yes. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution.

Event description:
On (B)(4) 2013 it was reported that the patient has high impedance. The generator was disabled due to the high impedance. The patient¿s device has never been higher than 1.25 ma due to significant voice changes and the family believes it has not made any difference to his seizures. The patient plays football, so there is a possibility that the device may have been knocked at some point. The physician stated that prior to this week; it was last checked a year ago. The patient was referred to a surgeon for further investigation and possible removal of the vns. It was stated that x-rays will not be taken. The patient is going to be observed to see if the device being off has an effect on the patient¿s seizures.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.